Event description:
It was reported that in cardiosave intra aortic balloon pump, the hospital reported a screen distortion and display anomalies during use, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and testing required a screen cable replacement. The customer rejected the repair quote and the problem was not repaired. The unit was delivered to the customer but is unsuitable for clinical use. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
It was reported that during use the cs100 intra aortic balloon pump (iabp) had screen distortion and display anomalies. A spare unit was replaced and there was no patient harm.